Event description:
It was reported that a skin irritation occurred causing blistering/bumps, redness, and scarring around the Pod insertion site. The patient stated that they normally clean the site with an alcohol swab, use lotion, and then allow the site to dry before applying a Pod. They reported that they treated the site. No impact to the patient¿s blood glucose levels was reported. No medical intervention was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 4.0.2Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: Data not availablePlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.